Event description:
A patient reported experiencing inaccurate results with a one touch profile meter. The patient's blood glucose results were 35, 106 and 151 mg/dl. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.